Manufacturer narrative:
The events of seroma and lymphoma-alcl are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Received a report from the therapeutic goods administration reporting right side "seroma," and "pathology confirmed anaplastic large cell lymphoma (alcl) for an unknown ¿allergan/mcghan" device. Treatment of "capsulectomy" was performed. The device was explanted.